Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6)2021 wherein the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following an endoscopy procedure, the patient experienced ineffective therapy. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken at a later date.